Manufacturer narrative:
(B)(4). The device is expected to be returned for analysis. It has not yet been received. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had red battery alarm on (B)(6) 2018. Patient was asymptomatic. The patient exchanged the batteries with fully charged ones, but the alarms continued. The patient did not have a backup system controller or two backup battery clips at that time, and was 15 minutes away from home. The patient was instructed to go home and connect to the two backup battery clips or power module (pm) as soon as possible. Once the patient was connected to the pm, the alarms stopped. History of alarms showed that patient had the first external power alarm at 16:20, and two other external ¿power disconnect¿ alarms. Multiple low voltage advisory alarms were also observed in between. The patient was provided with 2 new battery clips and the alarm issue resolved. No additional information was provided.